Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that helmer 2.3 would not lock while recovering. A field service engineer (fse) found that door/lock control signals were inconsistent and communication to the medstation was intermittent and the interface and relay access controller (irac) board at row 2 bin2 failed. O repair, the refrigerator was powered down completely including ac power, battery backup, and mag-lock switches then the defective board was removed and replaced with a new irac unit, with all wiring harnesses reconnected and the dip switch set correctly. After reassembling the electrical panel and restoring power, full functional testing verified normal door-lock activation, proper solenoid response for bin access, stable communication with the medstation, and no further access alarms. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator screen froze when the technician attempted to restock milrinone. The technician restarted the pyxis, but the issue persisted, and they were unable to clear the drawer failure. The entire unit became unresponsive, and the refrigerator ultimately failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.